Event description:
It was reported "battery not holding a charge". Additional information states that the user planned to transport the patient on the pump even with the reported difficulty of not holding a charge. The user was reminded to resume pumping as soon as possible to avoid clot formation. The user verbalized understanding. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "battery not holding a charge" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "battery not holding a charge". Additional information states that the user planned to transport the patient on the pump even with the reported difficulty of not holding a charge. The user was reminded to resume pumping as soon as possible to avoid clot formation. The user verbalized understanding. No patient injury or consequence reported. The patient's current condition is reported as "fine".